Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged high blood glucose, with the device indicating ¿high¿ for approximately 12 hours, and the caregiver required assistance to perform a supply change; after remote guidance, insulin delivery was resumed and the device alerted for high glucose. Symptoms included vomiting, fatigue, and weakness. Outcomes included temporary interference with daily activities due to the hyperglycemic episode. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed user handling and technique issues related to the supply change as the most plausible contributor to hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors.